Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had turned her stimulation off two months ago. The pt reported that upon trying to turn the system on, she was unable to establish communication. When she was able to communicate, she could not obtain stimulation. Attempts to determine the next course of action were unsuccessful.